Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the patient had an impella cp implant and after the implant, bleeding near the insertion site was noticed. After a contrast cat scan, it was found that the bleeding point was not at the insertion site. The cause was that during wiring of the guidewire when inserting the 8fr sheath for the first insertion, the guidewire got into a small blood vessel on the inside of the thigh. When the wire position was adjusted, the blood vessel was damaged, and caused the bleeding from there. It was not bleeding from the insertion site of the impella. It was confirmed that this was not the guidewire from the abiomed kit. 12 units of red blood cells were given to the patient.

Manufacturer narrative:
The investigation of vascular damage peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of vascular damage peripheral vessel was most likely use issue since during wiring of the guidewire when inserting the 8fr sheath for the first insertion, the guidewire got into a small blood vessel on the inside of the thigh. When the wire position was adjusted, the blood vessel probably got damaged, and caused the bleeding from there. D6b explant date added.